Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed, however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high compared to another device (verio). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 3pm on (B)(6) 2017. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient reported obtaining blood glucose results of ¿10.4, 10.6 and 11.1 mmol/l ¿ with the lifescan meter and ¿ 8.4, 8.7 and 9.1 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. As a result of the comparison, and immediately afterwards, the patient stated that he took 2 units of insulin. Approximately 1 hour after the alleged issue the patient developed the symptom of "shaky". The patient self treated this symptom with food and drink at approximately 4 pm. During troubleshooting the csr confirmed that samples were taken from an appropriate site and that the meter was set to the correct unit of measure. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.